Manufacturer narrative:
The reported field event of premature discharge of battery was not confirmed. As received, device was in backup mode with battery at end of llife. Bvvi was triggered due to device was exposed to cold temperature after explant. Analysis performed after installed new battery and reloaded product code, did not find any anomalies. Longevity assessment was performed based on average current drain, device¿s implanted duration exceeded projected longevity and is considered normal battery depletion. The cause of discrepancy in device longevity could not be determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the pacemaker exhibited premature battery depletion. The device was explanted and replaced. There were no patient consequences.